Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿states the unit is over infusing¿. The unit was triaged and the customer¿s reported condition was confirmed. The unit was tested for accuracy using a brand new feed set twice. The accuracy test failed both the times. The gearbox was disassembled and it was found to be leaking and worn. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit is over infusing. No additional information; follow-up attempts were made on (B)(6) 2016.